Manufacturer narrative:
(B)(4) (allergic reaction). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a dermatology procedure on an unknown date and suture was used. The patient had an allergic reaction with red, itchy swollen dermal and serous discharge. The suture was pulled out, the area was cleansed and the patient was put on antibiotics.